Manufacturer narrative:
(B)(4). Concomitant medical products: rotating hinge knee femoral component, cat: 00588001602, lot: 61403236. Rotating hinge knee articular surface, cat: 00588006012, lot: 61222608. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04084, 0001822565-2018-04085. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient underwent a total knee revision procedure due to pain. During the procedure, it was found that the hinge component had fractured.

Event description:
It was further reported through patient's medical records that during the revision surgery, a circular fragment appears to be stuck in the insert. The bushing of the tibia is also torn. The fragment appears to be broken from the thread of the hinge, probably since the patient has too many hyperextension options. Therefore, insert, axle, hinge, cement shield exchanged without further complication.

Manufacturer narrative:
Medical records reviewed and evaluated. The root cause remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Dob - unknown month and day in 1980 medical products - rotating hinge knee tibial component cat: 00588000600 lot: 61105038 rotating hinge knee articular surface cat: 00588006012 lot: 61222608 after further review of the returned products, it was confirmed that this product was fractured and contributed to the reported event. Therefore, this medwatch is reportable. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of hinge post and articular surface exhibits signs of extreme wear. Also, hinge post was fractured. The hinge post was submitted for further analysis. Sem analysis found that the hinge post sample showed that it suspected to have fractured to due to fatigue. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.